Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had presented with altered mental status, a tremor and suspected extracardiac muscle stimulation. It was also reported the right ventricular (rv) lead exhibited rising/high thresholds and was suspected to have insulation damage. The lead was reprogrammed with a plan in place for future lead replacement. No further patient complications have been reported as a result of this event.